Event description:
It was reported to nova biomedical that a consumer received a result of 51 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 85 mg/dl. Consumer refused to provide any information regarding her meals and any insulin intake. During the call to customer support, it was discovered that the consumer continues to use this meter after she was given authorization to return the meter in question from a previous complaint. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before their initial test strips as instructed in our directions for use. During the call to customer support a control solution test was performed showing the test strips to fall in range. The consumer stated, she will not be returning any product back for evaluation and continues to use the meter.